Event description:
It was reported that the user experienced meal announcements that were less than 50% of the usual amount for dinner, and customer care provided troubleshooting and education including a walkthrough of a factory reset, pairing with a g7 sensor, and completing a supply change. Symptoms included potential incorrect meal size recognition. Outcomes included user education and restored setup. Investigation included product and system troubleshooting and user guidance to complete device setup steps. Investigation of this case revealed that incorrect or inconsistent meal entry behavior was suspected, and device function was restored following a factory reset, sensor pairing, and supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to incorrect meal entry, resolved through education and device reconfiguration.